Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high," exact value was not provided. A correction bolus via the pump was delivered to address high bg. Customer alleged that the pump was not delivering insulin fast enough. Tandem technical support performed a system check on the pump and was able to determined that the pump was functioning as intended. Customer continued to use the pump for insulin therapy.